Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 7.0mmx15mmx150cm express sd renal/biliary stent was selected for use to treat the target lesion. However, during preparation, it was noted that the tip of the stent struts was bent up. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.